Event description:
It was reported the patient had coupling or communication issues with the device and recharger. The patient had difficulty getting coupling since implant. The device could get 8 coupling boxes during an appointment with the manufacturer's representative. During an impedance check the patient experienced a shocking or jolting sensation. It was also reported the patient fell and "either broke the lead or extension." A revision was performed and an extension was replaced. It was not stated when the patient had fallen or when the revision had occurred. The next day it was reported the patient was unable to get charging bars up after 7-8 hours of trying. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v043757v02, implanted: (B)(6) 2009, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).